Event description:
Patient is ventilator-dependent. Red dump valve popped off, then ventilator stopped. R.n. Immediately ambu-bagged patient and cap replaced. Occurred two more times over the next eight hours. Circuits changed out two different times. Ventilator and both circuits sent to biomedical electronics and factory representative performed evaluation.device not labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: mechanical problem, modification of device, valve - pressure limit, valve - safety. Conclusion: device failure directly caused event, device was out of calibration. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.